Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and replace battery now alarm. The customer's blood glucose value was up to 400 mg/dl. The customer treated with the pump. The customer reported low battery alert prior to the replace battery now alarm. The customer reported the battery cap was not loose, cracked or damaged. The product was returned for analysis.